Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear was noted within the crease on the anterior view, measuring approximately 1.2 cm. The gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6404194 number, and no non-conformances were identified. Reason for device explant and/or reoperation: implant removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a primary breast augmentation with 275cc mentor memorygel breast implant experienced right-sided implant gel bleed postoperatively. The patient underwent explantation without replacement on (B)(6) 2020, and implant gel bleed was discovered upon removal.